Event description:
During a laparoscopic roux en y gastric bypass one of the instruments, the tip of the trocar was damaged when they opened the package. The other device cut but did not staple on the first firing. Case completed with another device of same product code. No patient consequence.